Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified, nor could the phenomenon be confirmed/reproduced. However, it¿s likely the cause is the video socket connector being loose, which was caused by wear. The event can be detected/prevented by following the instructions for use which state: [important information ¿ please read before use] do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. [5.3 connection of an endoscope] ·connect the endoscope, videoscope cable, video converter, or camera head all the way into the socket. The improper connection may increase image noise or may cause disappearance of the endoscopic image during operation. When the video connector is disconnected, the color bar is displayed. ·do not touch any of the electrical contacts inside the videoscope cable and the connector socket of the video system center directly by hands. Otherwise, the video system center may malfunction. Olympus will continue to monitor field performance for this device.

Event description:
The company representative reported on the customer's behalf that the video system center had a loose video connector that sometimes resulted in loss of image on the monitor. The customer reported the issue was identified during reprocessing. The device was used for a patient's diagnostic oto-rhino-laryngography after issue was found. There was no delay in patient exam and there were no adverse effects to patient.

Manufacturer narrative:
The device was returned for evaluation. During examination, the video connector was confirmed to be loose due to a worn video connector socket. However, functional testing showed no loss of image. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.